Event description:
It was reported that during a laparoscopic-assisted colectomy, jamming occurred at the seventh firing. The device was used on the blood vessel. There is a possibility that extra pressure was applied on the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # v95d4k. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with no damage to the external components. Also received was a tyvek wrapper and two malformed clips/staples inside of a plastic bag. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired, therefore a potential cause for the customer reported experience is the firing of all of the clips, and as a result, the instrument could no longer be fired due to the activation of the lockout mechanism. The instrument has an orange indicator that appears on the top of the handle as a reference for the user regarding the number of clips remaining in device. In addition, the instrument was disassembled and no anomalies were observed. The event described could not be confirmed as the device was returned empty. Although the returned clips/staples were found to be malformed, no conclusion could be reached regarding the cause of the clip/staple malformation. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: when the thirteenth clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.